Manufacturer narrative:
(B)(4).

Event description:
Reported by the complainant as follows: wocn nurse reports another nurse had dressed a right ischial wound which contains a 13 cm tunnel with aquacel dressing on (B)(6) 2012. The dressing had been cut lengthwise prior to insertion into the wound. Upon dressing change on (B)(6) 2012; the ribbon dressing was not found in wound. Notified (B)(6). The wound was irrigated; ultrasound performed with inconclusive results. Orthopedic surgeon was notified. The pt was taken to the operating room on the slight suspicion that the dressing had been left in the wound. The wound was surgically debrided, but no remnants of the dressing were found in the wound during the debridement. The medical determination was deemed serious because the pt underwent a surgical intervention, even though there was no dressing left in the wound.